Event description:
It was reported that a pacing dependent patient's implantable cardioverter defibrillator exhibited noise reversion mode. The noise reversion mode activated with some delay, resulting in pacing inhibition. The patient was asymptomatic to the event. No intervention was reported.